Event description:
A customer reported an error with their continuous glucose monitor indicated by error 42. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through a pump reset procedure, after which the error did not reappear, and the customer successfully initiated a new sensor session.